Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. Physician reporting the event is different than the physician that performed the original implant two years prior. The implant was explanted revision surgery.

Event description:
Implate construct was removed.